Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string was missing from a tampon leaving the tampon inside her vaginal cavity. She was able to manually remove the pledget. She did not experience any adverse health affects and did not seek medical attention. She reported this had happened in the past where the string was missing from the tampon and she was unable to remove the tampon on her own. She had to seek medical assistance for removal of the tampon.